Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pace impedance measurements of greater than 2000 ohms. The patient was seen for a surgical revision procedure where the lead was surgically abandoned and replaced. The device was explanted. There were no adverse patient effects.